Event description:
It was reported that a request was made to review a non-sustained ventricular tachycardia (nsvt) recorded by this pacemaker system. Technical services (ts) reviewed the data and noted that there appeared to be additional signals on the right ventricular (rv) channel, which appeared as double r-waves and were oversensed. Further investigation as to the cause of the 16 second period of double r-waves was recommended. Further information from the field was not available. This device remains in service. No adverse patient effects were reported.